Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster stent system referenced is filed under a separate medwatch report.

Event description:
It was reported that a perforation occurred in the left anterior descending coronary artery from unspecified cause. Two graftmaster stents (3.5 x 16 and 2.8 x 16) were attempted, but both failed to cross into the perforation due to the anatomy. There was no adverse patient effect or a clinically significant delay in procedure. A graftmaster 2.8 x 19 covered stent was implanted and successfully sealed the perforation. No additional information was provided.